Event description:
The report indicated that 5 minutes into cardiopulmonary bypass, the pressure of the heart lung machine stopped the circuit 3 times. The act's were measured before bypass and noted to be 380 sec. Five minutes after the start of bypass, the act's were noted to be approx. 420 sec. The pressure via the oxygenator was 330 mmhg with a flow of 3 liters. More flow was not possible. It is the opinion of the clinician that there is no correlation between the oxygentor incident and the death of the patient.